Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was showing system checks several times per week. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver's symptom was perpetually rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. The receiver log was reviewed and a screen error alert, hardware error, and firmware error were observed. The customer complaint was confirmed during log review and internal inspection. The root cause determined to be ui-u1 related failures.